Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and bradycardia. It was also reported that the right ventricular (rv) lead exhibited high thresholds and loss of capture. It was also difficult to observe t waves on paced beats. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.